Event description:
It was reported that the patient presented in clinic for follow up. The pacemaker was unable to be interrogated. The pacemaker was explanted and replaced. The patient was stable.

Event description:
New information notes device will not be returned for analysis.

Manufacturer narrative:
Additional information notes device will not be returned for analysis. Update to h6 codes.